Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 22, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, no cosmetic issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, the complaint issue cannot be confirmed to be related to manufacturing and therefore is not related to the complaint issue reported and no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye due to patient having no near vision and very poor intermediate vision during the post operative visit. The current manifest refraction was +0.75 -0.50x180 20/20, and a +0.75 trial lens increased both distance vision and near vision. The patient had a post-operative visual acuity 20/20-1 12 point near visual acuity. The incision was enlarged to remove the original lens from the eye and a suture was placed. No other information was provided.